Manufacturer narrative:
The device remains in service with no changes made. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) reported a red light blinking on the remote monitoring system. The patient was directed to present to the hospital for a device check. Upon interrogation, a review of lead measurements found one high, out-of-range pacing impedance measurement of greater than 3,000 ohms on the non-boston scientific right ventricular (rv) lead. At the device check, the impedance measurements were normal and no other issues were observed. The patient was sent home and instructed to follow up at the clinic in one month. No adverse patient effects were reported.